Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on in defib mode and was unable to switch modes. Complainant indicated that there was no pt involvement in the reported malfunction.